Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device had a scratch on the lens was confirmed. It was further found that the outer tip including the distal tip was damaged and also that the distal tip had deposits. The device was repaired, tested and found to be working according to specifications. User mishandling or lack of cleaning and maintenance of the device can be identified as the probable root causes of the deposit and damage to the distal tip. A manufacturing record evaluation was performed for the finished device (serial number : (B)(4), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the user facility that after a knee arthroscopy surgery on (B)(6) 2020, it was observed that the lens on the endoscope device had a scratch. During in-house engineering evaluation, it was determined that the outer tip including the distal tip was damaged and also that the distal tip had deposits. It was not reported if there was a delay in the surgical procedure. It was not reported if a spare device was available for use. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.